Manufacturer narrative:
Additional information/ correction: h3: device evaluated, h6: codes updated. Investigation results: the complete product is not available, only the ceramic insulation is present. Therefore, a defect description on the product is not possible. No investigation method could be applied, because the product is not available. Based on the received picture, the hook electrode has come loose. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 3(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: a surface analysis of the soldered joint is not possible from the received pictures. The root cause cannot be determined. The same circumstance has been analyzed yet in the pc-notification (B)(4). The soldered joint is made according to a work instruction and the solder is applied inside the ceramic part: gk384200. As the soldered joint is hidden and cannot be checked visually, the joint of gk384202 and gk384200 is tested a 100% by a deduction test with 20n, this test is used to verify the quality of the soldered joint. On this basis the products are released by manufacturing. As this test is done 100% on the whole batch, the products have been delivered by the manufacturing department within the required specification. All electrodes are subjected to a 100% mechanical test before delivery, so a production-related error can be ruled out. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the hook from the product broke in the patient's stomach intraoperatively. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).